Manufacturer narrative:
The reported chb was a type of conduction disturbance. Conduction disturbances are known potential adverse effects per the evolutr IFU, m056197t001, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav, as occurred in this case. Factors that may impact the development of conduction disturbances include baseline conduction defects and anatomical considerations. Based on the limited information available, a conclusive cause for the chb could not be determined. No further adverse patient effects were reported. This event does not indicate a device misuse or malfunction. The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to complete heart block (chb). No further adverse patient effects were reported.